Event description:
The customer called in for help with his meter. Whiile troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned for eval.

Manufacturer narrative:
This report could not be submitted until more info was obtained from the customer, so it will be submitted past the 30 day window.